Event description:
The following was reported to hamilton medical ag: the housing of the flow sensor broke in two in the central part. This incident was noted during patient ventilation while being transported from one ICU to another. It was not reported whether alarms were triggered on the connected ventilator device and whether they were repetitive in nature. Patient involvement was reported because the event occurred during patient ventilation and transport from one ICU to another. There was need for medical intervention reported. The broken flow sensor was immediately replaced. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing. Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: the housing of the flow sensor broke in two in the central part. This incident was noted during patient ventilation while being transported from one ICU to another. It was not reported whether alarms were triggered on the connected ventilator device and whether they were repetitive in nature. Patient involvement was reported because the event occurred during patient ventilation and transport from one ICU to another. · there was need for medical intervention reported. The broken flow sensor was immediately replaced. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: · the housing of the flow sensor broke in two in the central part. · this incident was noted during patient ventilation while being transported from one ICU to another. · it was not reported whether alarms were triggered on the connected ventilator device and whether they were repetitive in nature. · patient involvement was reported because the event occurred during patient ventilation and transport from one ICU to another. · there was need for medical intervention reported. The broken flow sensor was immediately replaced. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation still ongoing.